Manufacturer narrative:
Lot number not provided so DHR review not possible. Sample was not available for return so sample evaluation not possible. Patient's weight not provided so estimate used in this report. The root cause of the upper lip injury is not known. Product use including warnings and precautions reviewed with team at the hospital.

Event description:
It was reported that an anchor fast oral endotracheal tube fastener was in use on covid patient. After 9 days of use, the staff observed a pressure injury on the patient's upper lip under the anchor fast device. Six days later, the upper lip pressure injury became necrotic. The patient expired prior to any medical or surgical intervention for the upper lip pressure injury.